Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 578 mg/dl and "leg cramps due to dehydration". Reportedly, the customer was using insulin that had "expired in 2022" within their pump supplies. Customer went to the emergency room and was subsequently admitted to the hospital. Customer declined troubleshooting with tandem technical support and declined to provide further information.